Event description:
Customer reported the system will not produce x-rays and that the monitor dims. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty tube temperature sensor. System operates as intended.